Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There has been a small incident this morning during a hip case a ceramic insert got stock uneven in the cup while trying to remove it and replace it, the extractor slid and chipped the insert on the top 2 little pieces broke. He also used a new cup as he wanted to make sure there were no ceramic pieces left in the acetabular. No harm to patient, delay of 10 minutes, time to remove parts and replace new cup and insert unfortunately, a nurse discarded the ceramic insert and broken parts: cup available, pls replace asap (B)(6). Patient consequence? No.